Manufacturer narrative:
Malpractice agent notified of impending law suit (B)(6) 2014. On (B)(6) 2014 (B)(6) spoke with (B)(6) (hospital attorney) who stated that no law suit served on any party. The hospital resolved the case 5 months ago. No action was taken against moss tubes, inc. In the 29 years moss tubes existence we have had only one similar situation. The findings of this case revealed that moss tubes, inc. Did not have any manufacturing or product problems. At the time of this reporting we contacted our supplier and had an exhaustive review of their complaint files done. They were unable to find any recorded instance of perforated bowel when using a moss gastrostomy feeding tube ((B)(4)). A search was, also, done through maude database with similar results.

Event description:
Pt (np) was admitted to (B)(6) medical center in (B)(6) with a mechanical small bowel obstruction observed on CT scan. The pt. Was admitted to the emergency room on (B)(6) 2013. On (B)(6) 2013 dr. (B)(6) performed an exploratory laparotomy, with a small bowel resection. During that surgery a feeding tube was placed. Thereafter, the patient's condition deteriorated and on (B)(6) 2013 radiology reported that the feeding tube had perforated through the third portion of the pt's duodenum. The pt. Developed an overwhelming sepsis and the discharge summary reports that the death was due to the consequence of septic shock. A lawsuit was begun at (B)(6) med. Center in (B)(6) 2013. After many requests for the tube in question and calls and letter to hospital no information was given to moss tubes.